Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No product was provided for evaluation. Data was provided for evaluation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available. The confirmation of the complaint is undetermined. The probable cause could not be determined.